Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage inside pump noted. No ramping number on their own or scrolling bar moving anomaly noted. Unable to verify for battery out of limit alarm due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 274 mg/dl. Customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.